Event description:
Information was received indicating that four days following placement of a smiths medical portex endotracheal tube (ett) the patient extubated due to difficulty ventilating the patient. It was reported that immediately following placement of the tube, the ventilator pressures were variable, so the ventilator and the circuit were changed out with no resolve. A chest x-ray was performed to check for tube placement daily, with no issue. It was decided to then extubate the patient. Following extubation, a hole was noted to the connection of the pilot balloon tube and the ett. There were no further reported adverse effects.